Manufacturer narrative:
No evaluation by a ge representative occurred. Problem was cleared by customer.

Event description:
The customer reported, the system would not make exposures. No patient injury was reported.